Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields . Customer reported to have received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received motor error alarm during rewind due to motor encoder out of phase. Unable to verify battery out limit alarm and motor position encoder error alarm due to motor error alarm during rewind. Unable to perform displacement test, operating currents, selftest, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. Unit received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.